Event description:
It was reported that the high flow insufflation unit exhibited issues necessitating the replacement of the control board. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the high flow insufflation unit exhibited issues necessitating the replacement of the control board. However, this was incorrectly reported as this was part of the recall actions and not reportable. There are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.